Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate result. The patient made a meter vs. Feelings/normal results comparison which does not meet lfs' criteria for accuracy reporting. This complaint is being reported because the control solution test failed at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.